Manufacturer narrative:
Additional information: product analysis functional analysis is not more possible due to the fact that the ibt was already analyzed and therefore, cut in small pieces. During visual analysis, the proximal part of the balloon was inspected. This is the most probable place where it will be possible to confirm a deflation issue. The proximal bonding of the balloon was inspected and it is visible that the outershaft and the inner are not as expected. A gap must be visible between the two components in order to let the contrast medium enter the balloon, but in the picture, the gap does not exist. It seem that the outershaft has stretched the inner because of an issue with the inner diameter of the outershaft, or the outer diameter of the innermix or maybe because of both reason. Conclusion: based on the information provided, visual and functional analysis, the most probable root cause of the deflation issue is attributed to the wrong positioning of the outershaft onto the mandrel during the proximal bonding process.

Event description:
It was reported that on (B)(6) 2015 (date is approx), the patient with osteoporosis underwent a balloon kyphoplasty procedure at level t7. Intra-op, when the surgeon tried to deflate the ibt (inflatable bone tamp), it would not deflate. Eventually, the balloon had to be punctured by putting the internal stylet from the balloon down the cannula running parallel to the balloon and poke a hole in it. Then the balloon was removed and replaced with a new one, followed by the injection of cement. No known patient complications were reported in association with this event.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.